Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. The set was tested under water at 0.56 bar air pressure for blockage and leak, tests were conforming; and the set did not show any issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review was conducted, and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a dehp 3-way administration set that had air in it due to an unusual disconnection of the set that occurred at the distal junction between the 3-way stopcock and the inlet. A nurse discovered the air in the set during patient-use and immediately changed it. There are no clinical consequences reported for the patient. No additional information is available.